Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump became frozen on a low blood glucose reminder, and the customer was unable to clear it. During troubleshooting with tandem technical support the reminder was able to be cleared. Customer's blood glucose level was not impacted.